Manufacturer narrative:
B3: date of event is estimated. D4: the unique device identifier (UDI #) is unknown because the lot and part number were not provided. D6b: date of implant is unknown. During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation due to high impedances on both leads. Surgical intervention may be pending to address the issue.